Event description:
It was reported intermittent occlusion alarms occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided. Reportedly, the customer was using lyumjev brand insulin, tandem technical support educated the customer this is off label insulin use. Elevated blood glucose was addressed with a manual dose injection. The customer changed supplies and resumed insulin therapy.